Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. External / internal inspection was performed with no issues found. Device passed homechoice return instrument test/evaluation (rite) functional testing and electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of the evaluation, the cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 00:44:39. During night drain cycle one, the patient's ultrafiltration reading was 2044ml, indicating the home patient drained 2044ml more than their maximum programmed fill volume of 3000ml. No further information was available.